Event description:
It was reported that during the implant procedure the lead seemed to dislodge. After repositioning the lead, the analyzer measured stable sensing and thresholds, but the impedance had increased from 841 ohms to 2219 ohms. It was also noted that a "lot of push" was required due to the patient's small vein. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies found. Defib conductor was distorted, several conductors were distorted, the outer insulation was torn and the lead stretched.